Manufacturer narrative:
Investigation summary: bd received a sample and photo from the customer facility for investigation. The photo was evaluated and determined there was no sleeve on the device; however, it could not be determined if there was no sleeve recovery from use. Additionally, evaluation/testing of the customer sample was performed and sleeve recovery issues were not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 300 bd vacutainer® multiple sample luer adapter tubes had poor sleeve function after use, in which the tube toppers were not properly hooked in when inserting them into their holders. The following information was provided by the initial reporter: "sleeve recovery problem. Tube topper is not properly hooked when they insert tubes into the holder. Basically, they continue holding tubes till blood is fully drawn. They assumed that sine glue is too big, it pushes tubes".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 300 bd vacutainer® multiple sample luer adapter tubes had poor sleeve function after use, in which the tube toppers were not properly hooked in when inserting them into their holders. The following information was provided by the initial reporter: "sleeve recovery problem. Tube topper is not properly hooked when they insert tubes into the holder. Basically, they continue holding tubes till blood is fully drawn. They assumed that sine glue is too big, it pushes tubes."